Event description:
An error message was reported with the freestyle libre sensor. Customer received a "scan again in 10" message followed by a "replace sensor" message and was unable to obtain readings. As a result, customer experienced sweating and was taken to a hospital by ambulance where he was treated with glucagon by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is based on the customer's report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.